Event description:
73 y/w/f had an extensive mi. She was stabilized as much as possible, but needed immediate transfer to a tertiary care center. We called a mobile intensive care unit, to transfer the patient. The attending physician/cardiologist along with an experienced emergency department nurse went in unit with the patient. During the trip, she went into v-fib and the lifepak 10 did not function. Many attempts to get the equipment to function failed. This is not the hospital's equipment, it belongs and is maintained by prn. However, the patient was ours. The physician did state that she may have died anyway. However the equipment did not functiondevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: component failure. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.